Event description:
It was reported that the patient was admitted to the emergency department with complaints of heart palpitations. Upon device interrogation, data showed a fast heart rate consistent with symptoms. Also, there was oversensing, non-sustained ventricular tachycardia (nsvt) and aborted ventricular fibrillation (vf), higher right ventricular pacing threshold, increased impedance, and noise. The lead was explanted with difficulty and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and the distal conductor fractured. It was noted that there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead was stretched.